Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d143 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, tubing leak and alarm #53: return line air detected. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4)

Event description:
The customer called to report a tubing leak during buffy coat collection. The customer stated that an alarm #53: return line air detected alarm occurred during the buffy coat collection. The customer noted that the filter was empty so they turned the red blood cell pump. In doing so, the red blood cell pump tubing segment was torn and a blood leak occurred. The customer aborted the treatment and did not return any blood/products to the patient. The patient was reported to be in stable condition. The customer reported that she did not set up the kit, so she did not know if there were any alarms during prime. However, she did note that the return bag was reading 52 ml even though the bag was empty. The customer was informed that if the return bag had fallen off of its load cell hook during prime, then the return bag's weight may not have been tared properly. Thus the additional weight of the return bag. The customer declined to return the kit or smart card for investigation.